Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the journal of arthroplasty (2021); 36:1633-1637.

Event description:
Title: intraosseous regional administration of vancomycin in primary total knee arthroplasty does not increase the risk of vancomycin-associated complications. The purpose of this single-surgeon retrospective study was to investigate the clinical safety of intraosseous vancomycin in primary tka. A total of 556 patients (57.8% were women; mean age was 67.7 ± 8.7 years; mean bmi of 31.0 ± 6.0) underwent 631 primary tka between january 1, 2015 to may 31, 2019 were included in the study. Among these, 331 received intraosseous regional administration of vancomycin (iora cohort) and 300 were in non-iora cohort. After hemostasis and pulsatile lavage, closure of extensor mechanism was performed using 1 vicryl suture (ethicon, bridgewater, nj), followed by 1 vicryl for subcutaneous fat tissue, 2-0 vicryl for the subcutis, and staples from a competitor for the skin. Reported complications include wound ooze (n=11) which required readmission in 1 patient; hematoma (n=10) which required readmission in 9 patients; cellulitis (n=13) that required readmission of all patients; pain (n=19); stiffness (n=13) requiring readmission for an intervention; and failure of extensor mechanism (n=1). In conclusion, low-dose iora of vancomycin in addition to standard intravenous systemic cefazolin prophylaxis in tka is safe without significant adverse effects of vancomycin such as aki, rms, or neutropenia. The observed pji rate in this medium-sized cohort was low. Large cohort, multicentric studies are needed to further validate this method.